Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to severe stenosis. No additional adverse patient effects were reported. Patient weight added. Patient codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 1 month post implant of this pulmonary bioprosthetic valve in an (B)(6) pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.